Event description:
An implantable cardioverter defibrillator (ICD) system was returned from (B)(6) funeral home. Information identified in the paperwork indicated the patient died approximately 3 months post implant of the ICD system. A cause of death per the paperwork was "end of life". Additional information was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.